Event description:
While the resident was standing with her walker, the crossbar on the right side allegedly gave way, causing the resident to fall on the floor. This incident allegedly resulted in a head injury and hospitalization.

Manufacturer narrative:
User was transgressing with her walker, when she allegedly fell. She is alleging she was hospitalized. Past history with similar products indicates that user instability and sudden/improper device loading is the most likely cause of this incident. Product has not been returned for evaluation at this time. MDR filed based on alleged serious injury.